Manufacturer narrative:
The device in this case was not returned for evaluation. A thorough production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. Follow up with the physician confirmed there were 10cm of onyx reflux from the treatment and the catheter separated when it was pulled from the onyx mass. Based on the reported event details, the likely cause for the catheter separation was the large amount (10 cm) of onyx reflux. The onyx avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm."

Event description:
Catheter broke at 28cm and there was excessive reflux approx 10cm. Catheter broke, not unexpected and in fact unanticipated. No pt sequelae as a result of this event.